Event description:
It was reported that the device was used during a hysterectomy, could not restrain hemorrhage well. The power of blood stanching was weak. Another device was used to complete the case. There were no adverse consequences to the pt.